Manufacturer narrative:
Report confirmed. Evaluation determined that the tool fractured approximately 1/2" from the distal end potentially due to the application of an excessive bending moment. This is the first complaint of this type for this lot number. It was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
It was reported that the tool broke during a procedure. The broken piece was immediately recovered. There was no patient impact. The tool was changed out and the procedure continued.